Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information source: email.

Event description:
Reported high negativity rate for sars on symptomatic (3-4 days onset of symptoms) patients. The total number of results and patients in question is unknown. No confirmatory testing was mentioned. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.